Event description:
It was reported by the dealer state low o2, fluctuating between 84% and 88% at 10 liters. Tested after receiving back from repairs. No patient injury reported, no additional information provided.